Manufacturer narrative:
(B)(4). The lot was manufactured from april 29, 2015 to april 30, 2015.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusors did not flow when connected to the patient. The device was filled with flucloxacillin. There was no patient injury or medical intervention associated with this event. No additional information is available.